Event description:
Reporter from the hospital biomed department reported that the bed exit alarm on this bed will not sound. After troubleshooting with a hill-rom service technician, it was determined that the bed exit board was defective. Reporter replaced the bed exit board and the bed alarm functioned as designed. He reported that there was no patient involvement or injuries associated with this failure.